Event description:
It was reported that the electrode array of this patient's device is migrating out of the cochlea. The surgeon will not explant the device, but will reimplant a new device on the contralateral side (date not reported to cochlear).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.